Event description:
On the event date, the patient reported there is a large bubble in the insulin cartridge of her infusion device. She stated the air bubble appears after the cartridge has been inserted into the device. During troubleshooting, the patient stated she uses room temperature insulin to fill the cartridge and does not reuse the cartridges. She stated she only fills the cartridge to the 280 unit mark and brings the piston rod up to that mark. The patient was advised to adjust the piston rod to the 275 unit mark which will allow the piston rod plate to be flush with her cartridge plunger. On follow up with the patient the next day, she said she has had no further issues with air bubbles. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.